Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the original notes were unavailable and the implantable neurostimulator (ins) serial number was not available. The chest infection and multi-organ failure was not related to the spinal cord stimulator (scs). None of the patient symptoms were related to the power on reset (por) or not being able to use the device. The por was able to be cleared and the ins was functioning correctly. The patient was able to use the device again and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome of their hand. It was reported that the patient was admitted to itu with a severe chest infection and multi-organ failure. The manufacturer representative was asked to see the patient last week as they were now awake, but still poorly. When the ins was checked it stated power on reset (por) has occurred with service code 0x400, ¿contact medtronic tech services¿. This was due to the patient had been cardioverted twice due to fast af. The nurse continued with interrogation and was able to bring up the program, switch it on and increase intensity until the patient felt it. However, the patient did not have their patient programmer (pp) with and the nurse was not sure the patient was awake enough to be able to manipulate the pp properly so the nurse zero¿d it and switched it off again. The nurse wanted to know if it was safe to let the patient use it once and if their condition allows. No further complications were reported or anticipated.